Manufacturer narrative:
Received pump with damaged retainer ring, unable to performer the displacement test. The pump passed the active current test and sleep current test. No unexpected power loss alarms/alerts/anomalies noted during testing. Successfully downloaded history files and traces using thus. The following power alarms/alerts noted in downloaded history on event date: low battery alert [104] on 11/11/2022 20:46:00.000, replace battery alert [73] on 11/11/2022 21:30:01.000, replace battery now alarm [11] on 11/11/2022 21:59:00.000, and power loss alarm [6] on 11/11/2022 21:59:18.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. The following alarm/alerts were noted on event date: stuck key alarm (61) on 11/08/2022 15:21:17.000. All buttons were tested individually for their functionality; no damage to keypad traces and j1 connector on pcba 1 was not unlocked during visual inspection. Test p-cap and reservoir do not lock properly into reservoir compartment during testing due to damaged retainer ring. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, partially broken retainer, cracked case (battery tube), pillowing keypad overlay, partially faded serial number label, and cracked retainer. No unexpected power loss alarms/alerts/anomalies noted during testing. Unexpected battery power loss not confirmed. Unresponsive keypad was unconfirmed during functional testing. No stuck button alarms noted during testing. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Updated description: the pump was returned for analysis.

Event description:
Information received by medtronic indicated that the customer reported that the pump was turned off and was not turned on even after changing the battery. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the insulin pump. The pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.